Event description:
The advocate called because her mother accidentally put control solution in her eyes. No serious injury was alleged as a result. Customer service explained the purpose of the control solution and the composition of it to the caller. No product will be returned.

Manufacturer narrative:
The caller declined to provide any contact information or product information during the call. It was not possible to determine a manufacture date without the product information.